Manufacturer narrative:
Sample was received and evaluated. One sample was received with no packaging. The catheter was fully retracted. Advancement of the catheter was attempted. The distal tip of the catheter met the wall of the elbow opening, inhibiting further advancement. With slight manipulation of the catheter position, full advancement was achieved. The condition of the catheter tubing was examined. The tubing has a set curvature. The device history record for the lot number, m5350t511, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause: incorrect use. The device was evaluated and the manufacturing site determined it was not used properly halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). The lot number provided, m5360t511, was confirmed as an invalid lot number. A review of the device history record is not possible as the lot number provided was incorrect. The product involved in the report has been returned and is being processed for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the patient. Refer to 8030647-2016-00200 for the second report it was reported by the sales rep that an incident occurred regarding a broken catheter during suctioning. The catheter broke from the hub and became lodged in the patient's airway. No additional information was provided.